Event description:
It was reported that the bronchovideoscope had image distortion with black stripes. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure of image distortion was not confirmed. However, the image had dark area partially. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.